Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device does not complete the boot-up cycle. This issue was discovered following a routine service activity (coin-cell battery replacement). There was no patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed by the customer, a biomedical engineer, that the user interface (ui) to stack flex cable assembly was replaced in order to resolve the reported issue.  After observing proper device operation through functional and performance testing the unit was placed back into service for use.  The device has not been returned to physio-control for evaluation.